Manufacturer narrative:
The specimen sampled from insert cup (B)(6) and centrifuged at 3500rpm. Sample 1/1 needed to be analyzed in an insert cup due to low sample volume. Qc and system checks were within specifications. Service was not dispatched for this event. A definitive root cause could not be determined for this event.

Event description:
A customer contacted beckman coulter inc (bec) in regards to obtaining lower than expected br monitor result for one patient's sample generated by the. The erroneous result was reported out of the laboratory and questioned by the physician since the results did not match patient condition and treatment protocol the patient is following. The initial sample and second sample were retested on the same unit and higher results which better matched the patient's clinical picture were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.